Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing "all sorts of issues" because the left ventricular (lv) lead was "dangling". The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.